Manufacturer narrative:
A sample has been available that has not yet reached manufacturing for evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a 65-year-old female patient underwent cataract surgery. An issue was noted with two needles from a box of sutures, as the needles appeared blunt. The surgery was completed using another needle from an alternative box. There was no patient harm.